Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an unspecified oversensing issue was observed on the ra lead and an unspecified issue was observed on the rv lead. Both leads were capped (B)(6) 2018 and new leads were implanted. No further information available.

Event description:
New information received on november 13th, 2018 states that ra lead had reproducible noise causing inappropriate auto mode switch episodes which were observed in the clinic. Isometric testing was done prior to the procedure and noise was reproduced. During the procedure the rv lead was unable to be removed from the header. Patient was stable prior, during and post procedure.